Manufacturer narrative:
(B)(4). This is a report of a use error where a patient connected the patient line extension to the patient line after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during the initial drain. The patient stated that they noticed the home health nurse did not attach the patient line extension, so when machine said to connect the patient connected the patient line extension and then connected themselves. The patient line extension is full of air. Technical service representative explained prime process and advised that they will need to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.